Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that there was a problem with the drawer closure sensor and the inseparable magnet. Field service engineer replaced the drawer closure sensor and the inseparable magnet, subsequently confirming the correct functionality within the application. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported when using the pyxis medstation es system, main drawer was encountered failure and failed to stay closed. The customer reported that the malfunction resulted in a delay in the administration of the medication to the patient. There were no adverse events or injuries reported based on this incident.